Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The pump could not be replaced immediately as the customer was outside the us, so technical support advised the caller to reach out upon return for a replacement.